Manufacturer narrative:
The customer reported that their nursing staff had a patient admitted to a bedside monitor but they accidentally discharged and readmitted the patient to a different bedside. As this was happening an alarm event occurred with the patient, but the customer cannot see that data on their central nurse's station (cns) . No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: on 02/14/ 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 02/16/2022 emailed customer via microsoft outlook for all items under the no information section. An "unknown" answer was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitor: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their nursing staff had a patient admitted to a bedside monitor but they accidentally discharged and readmitted the patient to a different bedside. As this was happening an alarm event occurred with the patient, but the customer cannot see that data on their central nurse's station (cns) . No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the nursing staff accidentally discharged and readmitted the patient to a different bedside monitor (bsm). As this was happening an alarm event occurred with the patient, but the customer could not see that data on the central nurse's station (cns). No patient harm was reported. Investigation summary: the customer indicated they needed to recover the data to look at an alarm event that had occurred. Per the operator's manual for the cns-6801, discharging the patient deletes all the patient data and ends monitoring of the patient at the cns. The list window for the discharged patient contains discharged/deleted patient data on the cns for the last 120 hours of review. Technical support (ts) advised the customer to check the original cns that was monitoring the bedside monitor to retrieve the data. On a follow-up with the customer, they indicated they had decided to not pursue recovering the data. Based on the available information, the most probable cause of the issue is user error. The user discharged the patient, thus losing the patient data. To prevent accidental discharge of patients, a message is displayed on the screen informing the user that patient data would be lost once the patient is discharged. Furthermore, the data is still recoverable at this cns (for cns-6801) that was originally monitoring the bedside for as long as 120 hours. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the nursing staff accidentally discharged and readmitted the patient to a different bedside monitor (bsm). As this was happening an alarm event occurred with the patient, but the customer could not see that data on the central nurse's station (cns). No harm or injury occurred.